Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the alarm for very low fio2 (fraction of inspired oxygen) levels was confirmed. Ventec's investigation determined that the root cause of the reported issue was that the device, which was supposed to be configured as a vocsn standard, had been configured as a vocsn pro during the manufacturing process. As a result of the device's software configuration (vocsn pro), it displayed an option for high pressure external oxygen under oxygen therapy which is only available in a pro configuration. The device then alarmed indicating that fio2 was very low because it was trying to activate a pro function not available to a standard device. Ventec then installed the appropriate vocsn standard configuration software and proper device operation was then observed through functional and performance testing. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.